Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that foreign material was found inside sterile packaging

Manufacturer narrative:
Alleged failure: there were small particles inside of product, customer considered products contaminated. See attached file for more information the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be foreign material fell inside during packaging. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that foreign material was found inside sterile packaging.